Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that after the patient replaced the battery, the word "animas" appeared on the pump's display, and the pump has no function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: a review of the pump black box data showed cs 054 errors had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. The audio bolus button cover was found to be torn in the center; the audio bolus button responded appropriately. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms. Current draws measured within specifications. The pump case was removed and there was evidence of moisture contamination observed inside the pump on audio bolus button connector. The complaint of a power issue was not duplicated during investigation.